Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for a laparoscopic distal gastrectomy procedure in the fourth firing for a side-to-side anastomosis, they connected the reload to a manual handle. The surgeon said the firing stopped halfway. The staples on the tip of the cartridge came out. The surgeon noticed the bleeding from the tip of the staple line, and he arrested hemorrhage. After that, the surgery was changed to laparotomy due to another factor. The additional stiffening for the staple line was performed at this laparotomy. The event occurred in use for patient. The surgical time was extended by less than 30 min. The status of the patient is with no problem. Additional tissue resection is not required. There was tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. Oozing bleeding occurred as a result of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter for a ladg procedure in the fourth firing for a side-to-side anastomosis, they connected reload to a manual handle. The surgeon said the firing stopped halfway. The staples on the tip of the cartridge came out. The surgeon noticed the bleeding from the tip of the staple line, and he arrested hemorrhage. After that, the surgery was changed to laparotomy due to another factor. The additional stiffening for the staple line was performed at this laparotomy. The event occurred in use for patient. The surgical time was extended by less than 30 min. The status of the patient is with no problem. Additional tissue resection is not required. There was tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. Oozing bleeding occurred as a result of the issue. The bleeding was stopped by pressure hemostasis with gauze. The laparotomy was not due to the bleeding. The peritoneal dissemination was found out and the operator could not continue this procedure by laparoscopic. The product issue did not result in a transfusion. There was no tissue damage. Currently, the patient has no issues.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) device. Visual and functional evaluation noted the reload was partially fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.